Manufacturer narrative:
Additional information was received from the study coordinator at the site regarding the patient's death. The study coordinator was recently able to speak to the patient's wife, and was informed that the patient died from a myocardial infarction. The death was not neurological in nature. Based on this new information, this event has been made a non-complaint, and is no longer considered reportable. No further followup will be forthcoming.

Event description:
The notification received via the (B) (4) study indicates that 6 months post-index procedure, the patient expired on (B) (6) 2009, from an unknown cause. The patient had undergone successful stenting of the right internal carotid artery on (B) (6) 2009. At the 30 day patient followup in (B) (6) 2009, the patient was seen and no adverse event was noted. The study coordinator at the site stated that they were unable to reach the patient for one year followup, and subsequently found the patient's name in the death index. No information was found that the patient had been admitted to any of the local hospitals around that time.

Manufacturer narrative:
The notification received via the (B) (4) study indicates that 6 months post-index procedure, the patient expired on (B) (6) 2009, from an unknown cause. The patient had undergone successful stenting of the right internal carotid artery on (B) (6) 2009. At the 30 day patient follow-up in (B) (6) 2009, the patient was seen and no adverse event was noted. The study coordinator at the site stated that they were unable to reach the patient for one year follow-up, and subsequently found the patient's name in the death index. No information was found that the patient had been admitted to any of the local hospitals around that time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13419273 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the event.